Event description:
The patient contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 500 mg/dl with headache, dry mouth and "feeling weird". The patient reported that when she awoke that morning, the pump was powered off and the screen was blank and there were no audible sounds from the pump. The patient stated that inserting several different new batteries did not power the pump on. The patient stated the battery cap had not been replaced in the past seven to twelve months and a new battery cap was not available to try on the pump. The user's guide instructs the user that the battery cap should be changed every three to six months. The patient denied trauma or moisture exposure to the pump. The patient confirmed being on a backup plan for insulin delivery at the time of the call. The patient administered a correction dose of insulin and stated she felt much better with her bg lowered to 201 mg/dl without symptoms. This complaint is being reported because the patient allegedly experienced elevated bg due to pump failure that was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.